Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ and ¿fluid leaking out of the proximal guide¿ were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported ¿no blood flow from the marker lumen¿ and treatment appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported fluid leaking out of the proximal guide. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a superficial femoral artery percutaneous transluminal angioplasty procedure. Reportedly, the proglide was preflushed successfully before use. After insertion, there was no blood through the marker lumen. The proglide was removed and flushed again; however, the fluid leaked out of the proximal guide. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.